Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set leaking bleeding and skin irritation at the abdominal site after three days of use with symptoms of redness and itchiness and the event occurred on (B)(6) 2026.